Manufacturer narrative:
Exact date unknown, event occurred in 2014.

Event description:
It was reported that the patient was experiencing pain at the ipg site down to the legs whenever the patient lays on the side of the ipg. It was unknown if the patients pain was device related. It was also noted that the patient had difficulty charging the ipg and the patient had discomfort at the ipg site due to weight loss. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.